Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Initial reporter: (B)(6). Event site name: (B)(6) hospital.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had power up test fail and system over heat before use. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced the temperature sensor (B)(6), the over temp error still persisted so he replaced the pump and the sensor it passed. Recalibrated unit and worked. Noticed the temp sensor cable was loose from nut. Fse also replaced front end board (B)(6) and scroll compressor (B)(6).

Event description:
N/a.